Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), multiple deployments yielded suboptimal values of threshold and impedance. Rising thresholds, loss of capture and low impedance values were noted during the deployment attempts. The leadless implantable pulse generator (ipg) was attempted/ not used and replaced with a transvenous pacing system. No patient complications have been reported as a result of this event.